Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. A sample return is expected and a follow up report will be submitted upon completion of sample return investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, the patient underwent replacement of peg and j tube. During the replacement, it was noted that the j tube was curled into the stomach and kinked, which caused a pre-pyloric ulcer. The patient was also prescribed 40mg of somac.

Event description:
Additional information received on 19 oct 2018.

Manufacturer narrative:
(B)(4). The peg tube, jejunal tube, y-adapter, and external fixation plate were received at abbvie for examination and were visually inspected. There was no damage or defects observed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.